Manufacturer narrative:
The field service engineer (fse) checked the system and did not find any instrument issues. The customer found a clot for another sample tested for pth. The customer has not had any further issues. The investigation determined the event was consistent with pre-analytical handling issues at the customer site. A product problem was not identified.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys cea (cea) and elecsys testosterone ii (testosterone ii) on a cobas e 411 immunoassay analyzer. The initial cea result was 0.3 ug/l. The repeat results were 3.6 ug/l and 3.48 ug/l. The initial testosterone result was < 0.42 nmol/l. The sample was repeated 3 times with results of 13 nmol/l, 13 nmol/l and 20 nmol/l. No questionable results were reported outside of the laboratory. The testosterone ii reagent lot number was 48879605. The expiration date was not provided. The cea reagent lot number was 50005801. The expiration date was not provided.